Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the drive support cap is sticking out. Customer's blood glucose level at the time 120mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.